Event description:
It was reported that the user¿s ilet was in a pocket, struck a corner, and sustained a cracked display, after which the device powered on but the touchscreen was unresponsive; an image of the damage was to be provided, and a replacement device was shipped with return instructions explained by customer care. Investigation of this case revealed physical damage to the display assembly consistent with impact, resulting in loss of touch functionality while the device continued to power on. Symptoms included no reported adverse clinical effects, outcomes included user transition to backup therapy and temporary interruption of normal device use without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from impact.